Event description:
This peritoneal catheter fell apart inside a pt's abdomen. The external section was still in position, the inner section came apart. There is no join in this tube. This is an extremely unusual event. The rep spoke to the surgeon who both inserted and ultimately removed the catheter. The surgeon can not recall any instance of the tube being damaged or mishandled during the procedure. The pt was already planned to move from peritoneal dialysis to haemodialysis for lifestyle reasons. There was the inconvenience of frequent blood checks and dietary adjustment as the pt waited for his arterial venous fistula to be ready for needle insertion ie. Takes more than 6 weeks to mature. The tube was removed, as it no longer functioned to drain fluid in and out of the pt.

Manufacturer narrative:
Not labeled. Device code: not labeled. Event is still under investigation.